Event description:
It was reported to manufacturer by facility, per facility a (B)(6) patient was being lifted from wheelchair when the seam ripped on the 4 pt sling being used. The pt slipped toward the floor, but did not make contact with floor. No injuries were reported.